Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected insulin flow block alarms noted during testing. Unit was successfully downloaded using thump software. However, on adapt, confirmed no delivery (7) alarm on (B)(6) 2024 00:32:38.000, (B)(6) 2024 00:33:25.000, (B)(6) 2024 00:34:01.000, and (B)(6) 2024 08:37:20.000 all during bolus. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and force sensor. P-cap locked in place properly during testing. The following cosmetic damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, cracked keypad overlay, and missing display window/cover in summary, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing, however found in download history review on event date. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No harm requiring medical intervention was reported. Mmt-1886 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.